Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and motor error several times. The customer's blood glucose reading was 171 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the casing in the top right corner. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, rewind, basic occlusion and prime test. No prime alarms noted. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.